Event description:
Boston scientific crm received info that this right ventricular dextrus lead had dislodged and was repositioned. The following day, the lead was replaced as it had dislodged a second time. No adverse pt effects were reported. The lead was not returned for testing. Therefore, bsc crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional info is received. Because the event date is reported to have happened after the explant date, neither one will be reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.